Event description:
Report received from the USA stating that the device was "heating up" during an ear, nose and throat surgery. There was a 30 second delay in the surgery and there was a spare attachment readily available for use. There were no pt or user injuries reported and there was not medical intervention required. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and passed all mfg specs. The event could not be confirmed. If add'l info is received, a supplemental report will be sent.